Manufacturer narrative:
Date returned to mfg: 6/3/19. The sample was received for investigation. Visual inspection was performed and sealing surface of the drip chamber vent cap was found to be deformed. The device was leak tested and the leakage occurred from one side of the air vent cap on the drip chamber component. The probable cause of the deformation is either material excess during molding (flash) or pinching due to improper alignment during the automated assembly process. The probable cause of the leakage is due to a loss of the hydrophobic properties of the filter vent material through interaction with the infusate solution. The lot review was performed with no issues noted.

Manufacturer narrative:
The device is available for evaluation, but it has not been received.

Event description:
The customer reported that a plum set was leaking chemotherapy (fluorouracil) from air vent. It is unknown when event occurred. The patient involvement is unknown, there was no report of an adverse event or delay in critical therapy.